Manufacturer narrative:
The most probable root cause is component issue. Reported complaint's failure mode confirmed. Vendor confirmed that the particle was part of the irrigation sleeve which failed to be removed during the manufacturing process. Scar 2024-02 was issued to vendor's supplier. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.

Manufacturer narrative:
The sample was also sent to department of functional polymers of the empa for additional testing. The sample and control were microscopically examined, photographed, and measured. The samples were analyzed using a fourier transform infrared (ftir) spectrometer. The ftir analysis of the sample and control produced congruent spectra consistent with q (silicone)- caoutchouc. The best match is achieved with a polydimethylsiloxane (pdms). However, experience shows that infrared spectroscopy cannot distinguish between the silicone rubbers polydimethylsiloxane (mq) and vinyl methylsiloxane (mvq). The investigation is complete.

Manufacturer narrative:
The device is not available to be returned. A review of the device history record found no nonconformities or anomalies related to this complaint. Although the product was not received for evaluation, a review of the video provided by the customer was performed. The original packaging is not visible in the video. The part number and lot number cannot be verified or determined. The video shows a surgical procedure in progress. The instrument with the yellow irrigation sleeve attached is inserted into the patient's eye. It is clear by the video that there is a yellow disc-like particle between the irrigation sleeve and the instrument. The disc-like particle is yellow in color and is thin and round. It is similar in appearance to the irrigation sleeve material and color. It is pliable, as it could be seen folding over as it floated around in the eye. The particle is similar in shape to the irrigation port holes that are punched in the tip of the sleeve. No further evaluation can be performed as the sample was not received. The investigation is underway.

Event description:
The user facility in switzerland reported that a particle of the yellow sleeve was rinsed into the patient's eye. The procedure was prolonged by 1-2 minutes to completely remove the particle. No patient impact or injury was reported.